Event description:
It was reported that the physician, who is trained in use of the device, attempted a femoral arteriotomy closure using the starclose vascular closure system after a diagnostic left heart catheterization. After the clip was deployed the device became stuck but was ultimately pulled out of the body without additional intervention. Hemostasis was achieved after five minutes of manual compression and there was no pt injury. No additional info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A supplemental report will be submitted with any relevant info.